Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition and there was a keypad failure. The device's internal battery and keypad were replaced to address the issues. Additional information received indicates an additional "service required" alarm condition occurred. The device's system board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During the evaluation the keypad failed to respond. The device's keypad was replaced to address the issue.